Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic cutter 3.8 did not penetrate through the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to maquet cardiac surgery for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cutter. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. There was blood observed on the cutter. No visual deformities were observed. Based on the returned condition of the device, the reported complaint, " failure to cut" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic cutter 3.8 did not penetrate through the aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.